Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. The 3 devices were received for evaluation; 3 events were confirmed during testing. The 2 devices were found to be affected by a fractured weld. The 1 device was found to be affected by a fractured hinge. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device had a condition in which the non-sterile battery had the potential to be exposed to the surgical site. The 2 reported events had patient involvement; no patient impact. The 1 reported event had no patient involvement; no patient impact.